Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failed. The target lesion was located in the coronary artery. A 2.0mm x12mm emerge¿ balloon catheter was selected to dilate the lesion. When the balloon was inflated outside the patient's body, it was noted the balloon failed to deflate. The procedure was completed with a non-bsc balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. The shaft and balloon were microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded and deflated when received. The outer shaft and inner shaft were buckled 6mm distal of the proximal balloon weld. The inner shaft was also twisted and buckled under the balloon on the proximal end. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure (rbp). The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device was unable to be deflated; however, after the device sat for over a few hours the balloon finally completely deflated. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon deflation failed. The target lesion was located in the coronary artery. A 2.0mm x12mm emerge¿ balloon catheter was selected to dilate the lesion. When the balloon was inflated outside the patient's body, it was noted the balloon failed to deflate. The procedure was completed with a non-bsc balloon. No patient complications were reported.